Event description:
It was reported that the patient presented with symptoms of pre syncope, sensing was poor (0.9 mv r waves) and loss of capture 7.5 v at 0.5 ms. The lead was dislodged and was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.